Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedances, measuring 0 ohms. Boston scientific technical services (ts) discussed that the impedances had previously been stable, and within the last few months there were a few out of range measurements. Troubleshooting was performed and the shock vector was reprogrammed to rv coil to ra coil. In this configuration the shock impedances were out of range, measuring greater than 200 ohms. Subsequently, the shock vector was reprogrammed to rv coil to can, as the impedances measured 84 ohms. At this time, the patient is being monitored and the rv lead remains in service. No adverse patient effects were reported.